Manufacturer narrative:
Philips has investigated this complaint. It was reported that the system was unable to perform fluoroscopy. The investigation took place in another case (smax ID: 0124279782) where the customer was taking responsibility for servicing the device and no error was reported. The customer was provided with required part ids. The complaint has been reviewed and it has been determined that no harm or allegation of harm was reported. No service has been performed by philips. To date, no further information was received. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips confirmed that there was no reported issue with the system. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to perform fluoroscopy. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.